Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 600 mg/dl, at the time of incidence. Customer was feeling thirsty at time of high blood glucose level. Customer was not okay to troubleshoot. Customer stated that the auto mode was inactive at the time of incidence. The customer was advised to discontinue the use of insulin pump and revert to back up plan. The insulin pump will not be returned for analysis.